Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - japan.

Event description:
It was reported that there was an air leak. The event timing was during kit inspection. There is no harm or delay reported. Due diligence is complete.

Manufacturer narrative:
The following sections were updated/corrected: b4, b5, d4, d9, g3, g6, h2, h3, h4, h6, h11 review of the most recent repair record determined that the o-ring was not installed correctly. The o-ring was repositioned and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. The root cause of the reported event is attributed to component failure as the device exhibits wear and tear from repeated use the event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information is available.